Event description:
Consumer complaint of low blood glucose results. Results in memory as follows: 42mg/dl, 28mg/dl, 85mg/dl, 41mg/dl. Caller states his glucose is normally 100mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).